Event description:
The customer states that her friend's son accidentally stepped on a clean unused lancet that fell out her accu-chek multiclix lancet device. The friend's son had to manually pull the lancet out of his foot. There was bleeding to the area. He washed his foot off and cleaned the area with alcohol. No medical attention required. No adverse event reported. The customer did not report that the lancet device/drum was dropped. New lancet device with lancets sent and return requested.